Event description:
It was reported to philips that the ac module had intermittent connection. There was no report of patient involvement.

Manufacturer narrative:
The biomed worked with the technical support representative. The biomed found the device signals ac disconnection after each electrical discharge. The device needs an ac power module. Upon conclusion of the evaluation, it was determined that the ac power module requires replacement. It was replaced. . The device passed testing and was put back into service.

Manufacturer narrative:
It was reported to philips that the ac module had intermittent electrical connection. There was reportedly no patient involvement. The biomed worked with the technical support representative. The biomed found the device signals ac disconnection after each electrical discharge. The device needs an ac power module. Upon conclusion of the evaluation, it was determined that the ac power module requires replacement. It was replaced. The device passed testing and was put back into service.